Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a past blood glucose (bg) of 383 mg/dl and high ketones; cause was unknown. Bg/ketones were addressed via a manual injection and supply change. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.